Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok, with no alarms. Quality controls were within range on the day of the event, prior to the event. The sample centrifugation time may be shorter and the centrifugation speed may have been faster than recommended by the tube manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer replaced ise tubing, the reference electrode, and probes. The engineer cleaned salt bridges around the area and ran activations on the tube and electrodes. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the na+ electrode on a cobas integra 400 plus. Samples 2-4 also had discrepant results when tested with the chloride electrode. The customer stated they received a critical flag in their laboratory information system for the first sample. The customer then noticed that the three other samples had ise results that were questionable. The customer was advised to deproteinize the probes, clean the mix tower, recalibrate, repeat controls, and then repeat the samples. The customer repeated the samples and the results were different. The first sample initially resulted in a na value of 160 mmol/l and this repeated as 146 mmol/l. The initial value for this sample was not reported outside of the laboratory and the repeat value was deemed correct. The second sample initially resulted in a na value of 153 mmol/l and this repeated as 143 mmol/l. This sample initially resulted in a cl value of 118.16 mmol/l and this repeated as 105.80 mmol/l. The initial results for this sample were reported outside of the laboratory and the repeat values were deemed correct. The third sample initially resulted in a na value of 148 mmol/l and this repeated as 138 mmol/l. This sample initially resulted in a cl value of 118 mmol/l and this repeated as 104 mmol/l. The initial results for this sample were reported outside of the laboratory and the repeat values were deemed correct. The fourth sample initially resulted in a na value of 163 mmol/l and this repeated as 138 mmol/l. This sample initially resulted in a cl value of 125 mmol/l and this repeated as 98 mmol/l. The initial results for this sample were not reported outside of the laboratory and the repeat values were deemed correct. The na electrode lot number was 21513647, with an install before date of (B)(6) 2022. The cl electrode lot number was 21520659, with an install before date of (B)(6) 2022.